Manufacturer narrative:
This report is being filed retrospectively in response to observations documented within an FDA establishment inspection report.

Event description:
On (B)(6) 2019 an i.v. Station device passed underdosed lidocaine syringe preparations. The syringes contained less than the required amount of drug. The syringes still contained the needle used during the compounding process instead of the end cap intended for the final preparation. The preparations were visually identified and there are no known adverse patient effects.